Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an performa meter, compared to a professional meter, within 10 minutes: 69 mg/dl (advantage) and 442 mg/dl (hospital's meter). The patient experienced vomiting and diarrhea and was treated with an IV of fluid and insulin. Return of suspect device was requested and replacement was sent.